Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient had a target lesion in the distal left circumflex that was moderately calcified with 75-90% stenosis. The lesion was pre-dilated. A 3.0 a 18mm cypher stent was being delivered to the distal left circumflex, but due to the flexion of the vessel, the stent would not cross the distal portion of the proximal left circumflex and it could not reach the distal left circumflex for deployment. The physician decided to retrieve the stent and while it was being retrieved the physician felt large friction with the vessel. Nevertheless, the physician retrieved the stent delivery system into the guiding catheter and the entire system was retrieved from the patient as a single unit. The unit was retrieved smoothly, but after the stent delivery system was removed from the patient's body, the physician confirmed that the stent had dislodged in the sheath. A snare was used to retrieve the dislodged stent successfully. There was no reported patient injury. The stent delivery system and stent will be returned for analysis. The physician commented that the edge of the stent became caught with the flexion of the vessel and the stent dislodged at the sheath because it is probable that the stent was flared.